Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an electronic gas blender which displayed error message onto display (e19, "calibration fault"). The event occurred during regular maintenance. There was no patient involvement.